Event description:
The customer contact alleged that channel a on the plum a+ pump did not infuse as expected in the adult emergency room via central line access on an (B)(6) male patient with a past medical history significant for respiratory failure, hypertension, heart failure, pulmonary hypertension and pacemaker. The customer reported channel a¿s light was on as if the medication were passing through, and that channel a administered 1 ml of volume from 0800 to 1100 on an unknown date. There were no reported problems with channel b and the customer indicated that no alarms occurred during the event. Even though the customer alleged that there was a 4 hour delay of therapy, pancuronium bromide and an unspecified sedation medication were increased to 3ml/hour from approximately 0800 to 0900. Additionally, the customer alleged that the patient did not get the appropriate sedation level during this time; however, they also said that the patient was sedated prior to, during and after the event. The customer reported that the patient experienced respiratory failure during this event and the patient¿s ventilation peaks did not improve. The patient passed away at an unknown date and time and for an unknown reason. The customer contact could not provide who determined the cause of death nor if an autopsy was done. Lastly, the customer also alleged that the device had a proximal occlusion alarm at an unspecified date and time, but the device was not tested. No additional information was provided.

Manufacturer narrative:
The device history was downloaded during testing and investigation. Review of the device history log confirmed that on (B)(6) 2016 at 0759, channel b was programmed in piggyback mode with a volume to be infused (vtbi) of 80ml for a duration of 5 hours and channel a was programmed with a vtbi of 89.2ml for a duration of 5 hours and 57 minutes. At 11:59 the pump was stopped. The device was reprogrammed three more times in piggyback mode and then two more times in concurrent mode. At 12:09 the device was turned off. During testing, the pump was programmed with the above programming parameters in piggyback and then concurrent mode. The pump delivered within specification both times. The device passed functional testing within specifications. The customer complaint alleging an under delivery and no audible alarm were not confirmed. The history log review confirmed the customer complaint of a proximal occlusion, but this was not duplicated during testing. Testing determined the probable cause to be use error in programming.

Event description:
The customer contact alleged that channel a on the plum a+ pump did not infuse as expected in the adult emergency room via central line access on an (B)(6) male patient with a past medical history significant for respiratory failure, hypertension, heart failure, pulmonary hypertension and pacemaker. The customer reported channel a's light was on as if the medication were passing through, and that channel a administered 1 ml of volume from 0800 to 1100 on an unknown date. There were no reported problems with channel b and the customer indicated that no alarms occurred during the event. Even though the customer alleged that there was a 4 hour delay of therapy, pancuronium bromide and an unspecified sedation medication were increased to 3ml/hour from approximately 0800 to 0900. Additionally, the customer alleged that the patient did not get the appropriate sedation level during this time; however, they also said that the patient was sedated prior to, during and after the event. The customer reported that the patient experienced respiratory failure during this event and the patient's ventilation peaks did not improve. The patient passed away at an unknown date and time and for an unknown reason. The customer contact could not provide who determined the cause of death nor if an autopsy was done. Lastly, the customer also alleged that the device had a proximal occlusion alarm at an unspecified date and time, but the device was not tested. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact alleged that channel a on the plum a+ pump did not infuse as expected in the adult emergency room via central line access on an (B)(6) year old male patient with a past medical history significant for respiratory failure, hypertension, heart failure, pulmonary hypertension and pacemaker. The customer reported channel a's light was on as if the medication were passing through, and that channel a administered 1 ml of volume from 0800 to 1100 on an unknown date. There were no reported problems with channel b and the customer indicated that no alarms occurred during the event. Even though the customer alleged that there was a 4 hour delay of therapy, pancuronium bromide and an unspecified sedation medication were increased to 3ml/hour from approximately 0800 to 0900. Additionally, the customer alleged that the patient did not get the appropriate sedation level during this time; however, they also said that the patient was sedated prior to, during and after the event. The customer reported that the patient experienced respiratory failure during this event and the patient's ventilation peaks did not improve. The patient passed away at an unknown date and time and for an unknown reason. The customer contact could not provide who determined the cause of death nor if an autopsy was done. Lastly, the customer also alleged that the device had a proximal occlusion alarm at an unspecified date and time, but the device was not tested. No additional information was provided.

Event description:
Subsequent to the initial medwatch report submission, the customer provided the following information. The patient was being treated with midazolam, fentanyl, and pancuronium for sedation when the healthcare provider found that the infusion did not infuse as intended. The customer reported the healthcare provider did not check the proper setting and function of the pump at the time of the event, and there was lack of training. It was reported that as a corrective action the staff would be retrained regarding proper handling of the equipment. The customer reported that the event, which occurred on (B)(6) 2016, did not result in any harm to the patient. It was clarified the patient expired the next day, on (B)(6) 2016 at 4:10pm, after multiple episodes of cardiac arrest.